Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the intermittent image processor board that was displaying an intermittent negated type image. He replaced the image processor board. Since this was a ver 9 system he had to install a celeron rel 29 jv 5.5 kit for software/hardware compatibility and validation. The system is now operating as intended with no further issues.

Event description:
The customer reported the defective image processor board needed to be replaced. The system was removed to perform service. There are no reports of pt harm or injury.